Manufacturer narrative:
The collimator was returned to the manufacturer for evaluation. They were unable to confirm the complaint and passed all tests. No fault was found.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the collimator was replaced on the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The collimator has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the pendant displayed a collimator error at startup. There was no patient present when this issue was identified. No additional information was provided.